Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the patient¿s ipg was inoperable due to battery depletion. The patient had not recharged or used her scs system in approximately a year. The patient underwent surgical intervention where the ipg was removed and replaced with a new one. Therapy was resumed and issue has been resolved.